Event description:
The line ruptured at the 9 cm marking. The facility's policy is to use a 5 cc syringe. She wanted to know if that could cause the problem. I explained that the IFU recommends a 10 cc syringe be used.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation. The hospitals policy is to hold it on site, and not return it to the manufacturer.